Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. The getinge field service engineer (fse) reported that the customer was unaware of the condition of the iabp unit, since it was left without a repair note, and nobody indicated something wrong with the unit. The fse showed the iabp's physical damage caused by user abuse to the customer's biomedical engineer. To fix the issue the fse replaced the fiber optic connector. As part of the pm, the fse then performed a battery runtime test, and the batteries failed the run test. The fse then plugged in the iabp unit and observed that the batteries were not charging. The fse tried a known good set of batteries and physically observed them not charging either on the subject iabp unit. He then tried the batteries that were installed on the subject iabp unit on a different iabp unit and the fse physically observed them charging. The fse replaced the power management board and physically observed the existing batteries charging. Once fully charged, the fse attempted to run the battery runtime, but it failed once again for both batteries. To fix the issue, the fse replaced the batteries and physically observed them charging, and performed full calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during a preventive maintenance (pm) performed by a getinge field service engineer (fse), it was found that the fiber optic connector of the cardiosave intra-aortic balloon pump (iabp) was broken. There was no patient involvement, and there was no adverse event reported.